Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they had an appointment with their physician on (B)(6) 2018 and has another one on (B)(6) 2018. Patient reported theirdevice did not move significantly from the car accident. They did not have any pain in their left hip, thigh and knee until after the accident. They also did not have any problem with an increase in urination until after. On (B)(6) 2018 the patient was told to turn their interstim off until (B)(6) 2018. When the patient turned the device back on they could not feel it. It was also reported that they felt stim on their left side and not their right side. The 4th setting was not working for them and they reported their device may have been damaged from the accident. When the patient increased amplitude their toes curl and they get pain in their left arm and hand. Pain at implant site was reported. Patient has physical therapy appointments set up to help with the pain. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in a car accident on monday (B)(6) 2018 where someone hit them from behind. Patient further stated that by the time they made it to the hospital, in addition to their lower back pain, they were having problems with where the implant site was down to their left knee and it wasn't getting much better. Patient further explained that they were hit hard enough that they were propelled forward in their car. Patient also stated they were having problems with their left arm and hand and knee, so they did an x-ray and nothing was broken so they were released. Patient wanted to know if the trauma of the accident could have done something to the device that was causing the problem with their left knee. Patient stated they were wondering why their left knee was hurting even if they were laying and not walking because they had not hit their left knee. Patient stated they could not sleep. Patient stated they thought the car had blown up. Patient stated they had never had problems with their device or back before the accident, but now all of a sudden. Patient stated they had not told the hospital they had the device. Caller was redirected to their healthcare provider to address the reported issue. It was reviewed they may turn the stimulator off to see if the pain went away. Patient did not have a managing healthcare provider at the time of the report. No further complications were reported or anticipated. .